Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer had failed and was unable to close. The field service engineer (fse) found several issues, including both railings being damaged, the retractor band damaged, and the railing cage with bearings damaged from continuous force applied to the drawer. The complete drawer needed to be replaced with a new one. Due to heavy damage to numerous components of the drawer, a replacement was recommended to avoid future problems. A new drawer was ordered, as many components in the rear of the drawer were broken. The fse replaced the drawer with a new full-height drawer and configured it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed and unable to close. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.